Event description:
It was reported that the implant at tooth site 23 lost integration and was removed. Loss of integration reported.

Event description:
Loss of integration reported. It was reported that the implant at tooth site 23 lost integration and was removed.